Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that while lifting the tape leaves redness behind and feels painful. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that they were changing out infusion set and sensor. Customer states that the site issue was underneath the oval tape. Customer did avoid touching connecting parts of the sensor or site location after cleaning site. Customer did change sensor within product specifications. Customer did not use alternative tapes. Customer reports that they did not receive medical treatment as a result of the site issue. Customer reports sensor was located away from irritants. Customer was inserted sensor properly. Customer reports that they received medical treatment as a result of the site issue. The device will not be returned for analysis.